Manufacturer narrative:
Report sent to MFR for evaluation. Upon receipt of the MFR evaluation on additional info report will be filed with FDA.

Event description:
Removal of endosseous dental implant. Implant was placed on 10/22/96 in site #15 (class ii bone) during a complex procedure in which a sinus lift and bone augmentation was performed using autogenous bone and a non-resorbable membrane. At the time the clinician took the impression of the restoration in the implant body, the implant and the restoration came out in the impression material on 6/2/97.